Manufacturer narrative:
Technician found the bed in bed shop. Found that the siderail will not stay up in locked position, due to worn latch. Replaced the siderail to resolve the issue.

Event description:
Information received that the siderail will not stay up. No injury reported.